Manufacturer narrative:
(B)(4).

Event description:
An abutment replacement procedure was performed(date not reported) under a general anaesthetic. No other information received as of the date of this report on (B)(6) 2019.